Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of (B)(6) service history record indicated that the device was previously serviced, and the repair action was verified. A review of the device history record was not performed as the reported event and analysis is not related to a manufacturing or servicing issue. Visual evidence provided by the site revealed further damage to the strain relief, new damage to the outer sheath, and evidence of a self-repair. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the strain relief damage may be attributed to wear and/or the handling of the device. The most likely root cause of the self-repair around the driveline can be attributed to the handling of the device. Based on historical review of similar events, the most likely root cause of the driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath was damaged due to unknown cause and that part of the strain relief was missing. Rescue tape was applied to the damaged area and driveline sheath repair servicing is expected to be completed at a later date. The vad remains in use. No patient complications have been reported as a result of this event. (B)(6) 2026: it was further reported that the temporary tape placed by the site at the strain relief was removed, and during the repair it was difficult to pull the driveline (dl) cover back. The staff and patient decided to have the dl cover cut off and not replaced. A dl sheath repair and dl cover removal were performed along with instructions of care that was provided to the patient.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - driveline cover d4: model#: 1175 / catalog#: 1175 / expiration date: dd-mmm-yyyy / serial or lot#: xxxx d9: no h3: no h4: mfg date: dd-mmm-yyyy h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) driveline cable sheath was damaged due to unknown cause and that part of the strain relief was missing. Rescue tape was applied to the damaged area and driveline sheath repair servicing is expected to be completed at a later date. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to b5. Desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the temporary tape placed by the site at the strain relief was removed, and during the repair it was difficult to pull the driveline (dl) cover back. The staff and patient decided to have the dl cover cut off and not replaced. A dl sheath repair and dl cover removal were performed along with instructions of care that was provided to the patient.